Event description:
It was reported that the patient presented to the clinic after not being seen in about 4 years. It was discovered that the high voltage lead impedance and pace/sense impedance were both high and out of range. There was also right ventricular (rv) lead noise causing over-sensing. It is evident that the rv lead has a complete fracture. The device was turned off and the patient will receive a life vest. A lead revision will be performed in the near future. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that the patient presented to the clinic after not being seen in about 4 years. It was discovered that the high voltage lead impedance and pace/sense impedance were both out of range. There was also right ventricular (rv) lead noise causing over-sensing. It is evident that the rv lead has a complete fracture. The device was turned off and the patient will receive a life vest. A lead revision will be performed in the near future. There were no adverse health consequences, the patient was stable.